Event description:
This lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to perforation. The physician was dr. (B)(6) at (B)(6) in (B)(6), pa. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).